Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6 and h10. A review of the device history record cannot be performed as the serial number of the device was not provided. Based on the results of the investigation and reported information, since the image was displayed when the device was restarted, it was presumed that the image transmission between the scope and the video processor was affected by the temporary poor contact of the video connector receiver (aging deterioration of the pin or accidental failure), and no image was displayed. Infer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
While on call , tac (technical assistance center) support engineer along with the representative conferenced in with the customer and instructed to restart the otv-s190 with scope plugged in , once completed, the image came up , issue was resolved. The root cause of the reported issue is unknown as restarting the device resolved the issue. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the otv-s190 is not getting an image with the cyf-v2r scope. There was no patient involvement on this event reported. No user injury reported.